Event description:
The customer reported obtaining discrepant hemoglobin (hgb) results, for one (1) patient sample, involving the coulter® ac*t diff analyzer. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided patient data indicated that the sample was run three times. The original run results are comparable to the third run for all parameters except for white blood cell (wbc). The second run results show an inadequate sample mixing pattern which recovered low wbc/platelet and high red blood cell/hgb when compared to the run 1 and run 3 results. Granulocytes on the second run recovered higher when compared to the first and third run results. The second and third run results have instrument generated messages/flags for monocytes (mo%) and granulocytes (grans%); there were no other instrument generated messages/flags for the other parameters. The customer did not provide the correct results for this event. The customer indicated that the sample was drawn in a capillary tube. The customer stated that quality controls (qc) which were run prior to and following the event recovered within the established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the hemoglobin (hgb) lamp due to very low hgb output which could not be adjusted to specification. Failure mode for the hgb parameter may be attributed to the hgb lamp failure and failure mode for the other parameters is unknown.